Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and revealed a transversal cut in the tubing. The reported condition was verified during initial inspection. Due to the nature of the returned sample no additional test could be performed. The cause of the condition was due to the machine during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole was observed in the tubing of an unspecified quantity of extension sets; further described as ¿large chunk of cut on the tubing¿. These were identified during unspecified process steps prior to use. There was no patient involvement. No additional information is available.